Event description:
It was reported that the cuff was removed due to patient dissatisfaction. It was indicated that the device was "pressurized". Additional information was requested, but not provided. A new cuff was implanted on the same day as the removal.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.